Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pcu was infusing two medications on two different pumps. One pump infused the medication correctly and the other pump infused 40 mls less than indicated in the bag. It was noted that the medication was eptoside. There was no patient harm.